Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during pm the cardiosave intra-aortic balloon pump(iabp) device had a message of unusable battery detected in slot 2. There was visible evidence of saline intrusion present. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
After further review it was determined that the event was already reported in mfg report no: 2249723-2026-0001659. Please refer to mfg report no: 2249723-2026-0001659 for all event related information. Please cancel mfg report no: 2249723-2026-0001646 in your database.